Manufacturer narrative:
The insulin pump was monitored for 24 hours with multiple basal rate. No blank display or display anomaly noted. The insulin pump functioned properly during self-test. No vibrator anomaly noted. The insulin pump alarmed no delivery during the excessive no delivery test due to faulty force sensor. The insulin pump was unable to perform basic occlusion, occlusion, prime test due to no delivery alarm. The insulin pump passed test and all operating currents were normal. No unexpected low battery or off no power alarm noted. The insulin pump received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, the insulin pump will turn off and once it comes up it will revert to original settings. Customer tried different batteries and the last battery worked but customer still had to reset her settings. Customer has been experiencing high blood glucose one of her reading was 300 mg/dl, treated with manual injections. Customer doesn't trust the device. Troubleshooting was performed for blank display and it was found the device did not vibrate during self-test. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return the device for further analysis.